Event description:
It was reported that the cleo infusion set cannula detached during use and bg levels increased. Customer decreased blood sugar levels by inserting a new infusion set and delivering a correction bolus. No patient injury reported.